Event description:
The customer observed falsely decreased creatinine2 results on multiple patient samples when processed on the alinity c processing module. The following data was provided. The customer uses reference range 0.5-1.2 mg/dl. Sid initial results repeat results: (B)(6) < 0.06 mg/dl 1.00 mg/dl. (B)(6) < 0.06 mg/dl 1.71 mg/dl. (B)(6) < 0.06 mg/dl 3.32 mg/dl. (B)(6) < 0.06 mg/dl 9.81 mg/dl. (B)(6) < 0.06 mg/dl 1.86 mg/dl. (B)(6) < 0.06 mg/dl 1.80 mg/dl. (B)(6) < 0.06 mg/dl 0.95 mg/dl. (B)(6) < 0.06 mg/dl 3.13 mg/dl. (B)(6) < 0.06 mg/dl 3.53 mg/dl. (B)(6) < 0.06 mg/dl 1.32 mg/dl. No additional patient information was available, however customer noted that sample probe (contaminated with gel) and dilution cup was dirty, which was clean to resolve the issue. There was no impact to patient management reported.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the module and found the alnty c-series sample probe was dirty with gel on it. The fsr resolved the issue by cleaning the part. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in the complaint. Additionally, a review of complaint and trending data for the alnty c-series sample probe did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances for the part associated with this complaint. Labeling was reviewed and found to be adequate. Based on the information, no systemic issue or deficiency of the alinity c processing module, sn (B)(6), was identified.

Event description:
The customer observed falsely decreased creatinine2 results on multiple patient samples when processed on the alinity c processing module. The following data was provided. The customer uses reference range 0.5-1.2 mg/dl. Sid initial results repeat results: (B)(6) < 0.06 mg/dl 1.00 mg/dl, (B)(6) < 0.06 mg/dl 1.71 mg/dl, (B)(6) < 0.06 mg/dl 3.32 mg/dl, (B)(6) < 0.06 mg/dl 9.81 mg/dl, (B)(6) < 0.06 mg/dl 1.86 mg/dl, (B)(6) < 0.06 mg/dl 1.80 mg/dl, (B)(6) < 0.06 mg/dl 0.95 mg/dl, (B)(6) < 0.06 mg/dl 3.13 mg/dl, (B)(6) < 0.06 mg/dl 3.53 mg/dl, (B)(6) < 0.06 mg/dl 1.32 mg/dl. No additional patient information was available, however customer noted that sample probe (contaminated with gel) and dilution cup was dirty, which was clean to resolve the issue. There was no impact to patient management reported.